Manufacturer narrative:
The event was reported via user facility report # (B)(4). Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: photos were provided and reviewed. A filter is clearly visible in a specimen cup. The different photos show alternative views of the filter. Six legs and four arms of the filter can be confirmed and one detached filter arm can be identified. Therefore, based on the provided photos the investigation can be confirmed for two detached filter arms. Conclusion: the device was not returned for evaluation. However, photos were provided for review. The photos showed one filter with six legs and four arms. There were additional photos that showed one detached filter arm. Therefore, based on the provided photos the investigation can be confirmed for the detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately eight years post vena cava filter deployment that a cardiac ultrasound demonstrated a new pericardial effusion in a patient being treated for pericarditis. A repeat ultrasound demonstrated an enlarging effusion and the patient went into cardiac arrest. A CT scan was then performed demonstrating a detached filter limb perforating the right ventricle into the pericardium. Surgery was performed to remove the detached filter limb from the heart and to drain the blood around the heart. A second detached filter limb was seen in the distal pulmonary artery (pa) and was not removed at that time. The patient was in stable condition at the conclusion of the procedure. Three days later, the filter was successfully removed without incident, no attempt was made to remove the detached limb in the pa.

Manufacturer narrative:
The event was reported via user facility report # (B)(4). Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: photos were provided and reviewed. A filter is clearly visible in a specimen cup. The different photos show alternative views of the filter. Six legs and four arms of the filter can be confirmed and one detached filter arm can be identified. Therefore, based on the provided photos the investigation can be confirmed for two detached filter arms. Conclusion: the device was not returned for evaluation. However, photos were provided for review. The photos showed one filter with six legs and four arms. There were additional photos that showed one detached filter arm. Therefore, based on the provided photos the investigation can be confirmed for the detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately eight years post vena cava filter deployment that a cardiac ultrasound demonstrated a new pericardial effusion in a patient being treated for pericarditis. A repeat ultrasound demonstrated an enlarging effusion and the patient went into cardiac arrest. A CT scan was then performed demonstrating a detached filter limb perforating the right ventricle into the pericardium. Surgery was performed to remove the detached filter limb from the heart and to drain the blood around the heart. A second detached filter limb was seen in the distal pulmonary artery (pa) and was not removed at that time. The patient was in stable condition at the conclusion of the procedure. Three days later, the filter was successfully removed without incident, no attempt was made to remove the detached limb in the pa.